Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced alert 38 indicating a stalled motor, after which the user restarted the pump, replaced the connector, inset, and cartridge, and performed a dry run to 120 units that was successful with no further alerts. Symptoms included no reported adverse clinical effects. Outcomes included restoration of pump function following supply change and restart. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the alert was consistent with a motor stall, with resolution following replacement of disposable components and restart, indicating a probable transient mechanical obstruction within the delivery path rather than a persistent device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable mechanical obstruction related to consumables or setup. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.